Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (cannot baseline) has been confirmed. Upon receipt the electrode belt failed the fall off test and was unable to detect. A root cause investigation is currently underway in engineering. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A zoll pt service rep (psr) contacted zoll customer support while fitting a (B)(6) male pt to report the inability to complete a baseline. The pt was issued a replacement electrode belt.